Event description:
It was reported the patient had a monarc sling implanted on (B)(6) 2007. Since then, she has experienced sharp abdominal and pelvic pain, pain during intercourse, and during the past two years, her stress incontinence has come back. She also indicated she has had urinary tract infections back to back starting about one year after the sling was implanted. The infection required hospitalization due to pyelonephritis resulting in septic shock. No further patient complications have been reported in relation to this event.